Event description:
It was reported during a lap hernia procedure that the seal on the trocar ripped during the case. A new trocar was opened to complete the case. The instrument will be forwarded once it has been returned by the hospital. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.